Event description:
Baxter reports that there was a leak between the connection between the spike and a spike port of jpoc bag. The set had been in use for 90 days. A solution leak was discovered between the transfer set and the dianeal solution in use. The patient held the leaking part by hand and continued the exchange. A second exchange was performed that night. The next day, the patient had the transfer set changed. The following day, the patient was admitted to the hospital due to peritonitis. An effluent culture taken grew staphylococcus epidermidis. No other relevant tests are known. Antibiotic treatment is unknown. The home patient was discharged from the hospital 16 days later, however was readmitted the next day for peritonitis. It is unclear at this point if this is a new case, or if the patient did not recover fully.